Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a salpingo-oophorectomy procedure, the surgeon was removing the device when it split down the seam and the contents of the right ovary emptied back into the patient. Another device was opened to complete the case. There was no adverse consequence to the patient. There was no delay in the procedure. The device was discarded.